Event description:
The defibrillator charged but reportedly would not discharge energy to the pt when the attached adapter discharge switches were actuated. This observation was based upon the observation that the device charge ready indicator remained illuminated.